Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, and a displaced electrode ground ring. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the fantail region. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the opens reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and open circuits. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.